Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. The physician believes that the positioning of the patient during the da vinci-assisted surgical procedure was the probable cause of the post-operative compartment syndrome. A follow-up MDR will be submitted if additional information is received. A review of the system logs has been performed and the following was noted: there were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. This complaint is considered a reportable event due to the following conclusion: it was initially reported that after a da vinci-assisted low anterior resection lar procedure, compartment syndrome was observed in both legs of the patient. Compartment syndrome was found on the right side of the calf of the right leg and the right side of the calf of the left leg, which required surgical treatment. Although the physician attributed the compartment syndrome to positioning of the patient during the surgical procedure, it is unknown as to what extent (if any) the da vinci surgical system may have contributed to the complication. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar), compartment syndrome was observed in both legs of the patient. Compartment syndrome was found on the right side of the calf of the right leg and the right side of the calf of the left leg, which required surgical treatment. The physician commented that the cause of the complications was probably related to body positioning of the patient during the procedure. On 21-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was confirmed that the da vinci-assisted lar procedure was performed on (B)(6) 2021. No malfunction of the da vinci system or instruments were observed during the case. The onset of the complication was confirmed to be the same day. In regards to the treatment administered due to the complication, it was noted that the fascia of both legs were incised. The date of treatment for the compartment syndrome is unknown. The patient was reportedly still in the hospital on (B)(6) 2021. The current status of the patient is unknown.